Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at the hospital due to receiving multiple shocks from the device. Upon interrogation, episodes of ventricular fibrillation with therapy and right ventricular lead noise were observed. The lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well and stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.